Event description:
Reportedly, the pump was not pumping the correct amount. The pump's monitor/screen indicated that it was pumping, but little to no fluid was being pumped. There was no patient injury.

Manufacturer narrative:
The initial reporter was contacted for additional information; there was no impact to the patient. The device evaluation is underway; results will be reported when the evaluation is completed.